Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2017-00810, 00812, 00813, 00815).

Event description:
It was reported the patient underwent a left knee arthroplasty. Approximately 4 months post-implantation the patient experienced an infection which resulted in medical intervention during which the patient's joint was rinsed and 4 days later the patient's implants were explanted and replaced.